Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, lot number added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Lot number: 789032 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.